Event description:
The top part of the outer seat tube broke. The seating system along with the client fell to the ground. No injuries were reported.

Manufacturer narrative:
The dhf for this chair was checked and it was built according to the master record before distribution. The seat to floor height was set at 17" during assembly which is allowed. The seat post was subsequently raised after distribution to approximately 2" above the maximum allowed. This put stress on the top part of the outer seat tube which lead to this failure. There is a warning label on the part saying that there is an increased safety risk if raised too high. There are also clear instructions in the owners manual and service manual for this component. This a clear case of the component being adjusted outside of the approved specifications.